Manufacturer narrative:
Results: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that red fm was on the needle. The returned syringe was examined and exhibited reddish material on the surface of the shield and on the inner surface of the hub. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of dextrose powder. This material would not have been acquired during the manufacturing process. Unable to perform DHR check due to unknown lot number for red fm on cannula. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. The root cause is user error, as this material would not have been acquired during the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported before use of the bd loads ¿ 30 g red foreign matter was on the needle. There was no report of injury or medical intervention.